Event description:
I've been having gut issues-bloating, ibs, diarrhea and inflammation, histamine issues causing severe uncontrollable itching of my upper arms only ceasing with ice packs on my skin-not a medication has helped it, immune issues. I have tried unconventional therapy seeing a nutrition specialist chiropractor and also seeking biophoton therapy which helped quite a bit, yet my issues continue. I need help? FDA safety report ID # (B)(4).